Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. The system operates as intended.

Event description:
The customer reported a problem with the monitor and the system will not display an image. No pt injury was reported.